Event description:
It was reported that the end user was walking down steps in the driveway when reporter missed a step and fell with the walker. End user was taken to hosp and received stitches on the elbow.